Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a car accident and surgery, the patient's ipg became inoperable. In turn, the ipg was explanted and replaced, which resolved the issue. Therapy was restored post-operatively.